Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg /ml, 238 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The rep reported the patient was not getting therapy and a catheter revision was performed on (B)(6) 2019. The rep stated they believed the catheter was sheared towards the spinal segment, therefore, they replaced the spinal segment. The rep was calling to review how to edit catheter information with the tablet. No further information provided.